Event description:
The customer reported that the system displayed an error and alerted the user that the vortex board was not detected. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the workstation printed circuit boards and removed and replaced the real time operating system. The system was tested and found to be working as intended and put back in service.